Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up showing multiple episodes of vf due to noise. It was noted that the patient did not receive any therapy for the vf episodes as the noise only lasted a few seconds. Noise was reproducible in clinic with arm movements. Programming changes were made. Device remains implanted.